Event description:
It was reported that product screen was scratched. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance, so no troubleshooting was performed and no additional information was obtained, and no further action was required.